Event description:
Wound dehiscence was reported for the patient and it was noted that they were scheduled for surgery and would be getting a battery replacement. It was also reported that the generator could be seen through the patient's skin. The patient underwent surgery and it was found that the patient's generator had slipped to their breast site so the surgeon removed the generator, cleaned the area and implanted a new generator. The wound dehiscence was caused by the patient scratching at their incision site, but the cause of the generator migrating is unknown but a non-absorbable suture was sued to secure the generator during implant. No other relevant information has been received to date.

Manufacturer narrative:
(B)(4). Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Manufacturer narrative:
B2: outcomes attributed to adverse event. Corrected data: initial report inadvertently did not select any outcomes.